Manufacturer narrative:
(B)(4). The product was not returned to abbott vascular for analysis. A review of the lot history record and similar incident query for this product was not performed since the lot number was not reported. It should be noted that emboshield nav6 embolic protection system instructions for use (IFU) states: the emboshield nav6 rapid exchange embolic protection system is a temporary percutaneous transluminal filtration system designed to capture embolic material released during angioplasty and stent procedures within carotid arteries. In this case, the violation of the IFU does not appear to have contributed to the reported device migration of physical resistance. The investigation determined that the reported difficulties and additional treatment non-surgical treatment appears to be related to circumstance of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a chronic total occlusion of a previously implanted non-abbott stent graft in the popliteal artery and fibrotic lesion extending from the femoral artery down the popliteal that was compromising flow to the peroneal and peroneal trunk. A 7f sheath was placed and an emboshield nav6 embolic protection system was advanced using the bare wire and the filter deployed without issue distally to the previously implanted stent graft. Atherectomy was performed; however, due to the fibrotic lesion the filter become full and migrated from the original placement. An attempt was made to retrieve the filter using the retrieval catheter; however, the retrieval catheter was unable to advance to the filter due to the patient anatomy. A larger guiding catheter was then advanced to successfully retrieve the filter from the patient anatomy. Retrograde pedal access was established and support guide wires were advanced. Reportedly, 4 supera stents were implanted to treat the femoral to popliteal artery and flow was restored to the peroneal and peroneal trunk. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.